Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead dislodged. No further information was available regarding when and how dislodgement was discovered. The lead was repositioned on (B)(6) 2018. There was no complication to the patient.